Manufacturer narrative:
This report should have been filed as a final as this complaint did not involve a product malfunction. Since the medical event was related to a misuse as either blood, control solution or other foreign material has gotten into the strip port, no investigation of the product is required. No supplemental is required.

Event description:
A customer reported receiving an ER-3 message on their freestyle lite meter and as a result of being unable to test, she experienced lightheadedness, weakness, backache and subsequently lost consciousness. The customer was reportedly seen at a health care facility where she was diagnosed with hyperglycemia and treated with "potassium pills, IV, oxygen. " in addition, chest and finger x-rays were performed and customer also self-treated with glipizide to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.